Manufacturer narrative:
Medwatch with identifier (B)(6) is active, medwatch with identifier (B)(6) is performa nano. The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 46 mg/dl, on active system, 81 mg/dl on performa nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.